Event description:
The account alleged the foot section of the bed kept raising to the highest position when the button was not activated. No injury reported.

Manufacturer narrative:
The account replaced the left side rail pt control power control board to resolve the issue.